Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: h11. To continue treatment, the user switched to a pressure transducer, which worked correctly. The user then tried the same balloon on another cs300 machine, but the problem remained. The balloon was installed easily, and when the customer checked it, no visible damage was found. Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: connector issue. Effects: loss/poor waveform, calibration/alarm errors, pump unable to detect sensor.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon was installed (on a cs300 console), the optical fiber did not work from the start (error message "defective sensor"). Patient was involved. No harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d4 (lot, exp date, UDI), e1 (event site address). To continue treatment, the user switched to a pressure transducer, which worked correctly. The user then tried the same balloon on another cs300 machine, but the problem remained. The balloon was installed easily, and when the customer checked it, no visible damage was found. Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: ¿ connector issue. Effects: calibration/alarm errors. Pump unable to detect sensor.